Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 due to customer passing out and high blood glucose level of 334 mg/dl. The customer had been using insulin pump within 48 hours of high blood glucose level. The customer reported that they were earlier at the lake and they got an alert like he no longer had insulin even when he had changed the reservoir and set. The neighbor gave him 2 units of insulin as the customer was not getting insulin from the insulin pump and they had passed out. The customer reported that the insulin pump and meter got wet. The customer was treated with intravenous fluids. The customer alleged the insulin pump for under delivery because he got like a warning that his insulin was low but he changed his set yesterday and when he checked he still had 20 units. The customer reported that the insulin pump had a blank display but could not complete troubleshooting. The insulin pump was on auto mode at the time of the incident. The insulin pump will be returned and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Device received with scratched case, pillowing keypad overlay and cracked select button keypad overlay. (B)(4).